Manufacturer narrative:
The lead under complaint was not returned. The analysis refers therefore exclusively to the pacemaker. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for the devices were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Next, the pacemaker was interrogated and the pacemakers memory content was analyzed indicating no anomalies. The pacemaker was visually inspected revealing no peculiarities. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the whole system was explanted due to loss of capture approx. 27 months after the implantation. The patient experienced syncope. The device was sent back to biotronik for analysis and the leads were discarded.